Event description:
The ventilator was set up with circuit and the est was completed and passed. The ventilator was placed on stand by on the adult volume mode. About 5 mins later, the ventilator started to alarm hardware fault 21. The vent was turned off, the circuit was checked, and another est was completed, which passed. The pt was placed on the ventilator and about mins later, it alarmed hardware fault 21 and hardware fault 19. The pt was still being ventilated, had good tidal volumes, etco2 was within normal range, and spo2 at 100%. There were no signs of pt in distress, however, the vent continued to alarm.